Event description:
Customer called and stated that the physician had a bravo capsule that failed to attach. The study was done on (B)(6) 2009 and the physician used another capsule and it worked as supposed to.

Manufacturer narrative:
No pt injury has occurred following this incident.